Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies identified. (B)(4).

Event description:
It was reported that the insulation on the other lead was inadvertently cut during the revision. The other lead was explanted and replaced. No further patient complications have been reported as a result of this event.